Manufacturer narrative:
(B)(4). There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient care specialist contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under the sensor adhesive. Description of skin reaction is unknown. Sensor site location and insertion date are unknown. Patient went to her doctor, date unspecified, for medical intervention. It was reported that the patient's mother is working with her health care provider to resolve skin reaction issues. It is unknown if the patient was prescribed medications for the skin reaction. Additionally, it is stated that the patient has a history of (B)(6). Patient currently uses a barrier film, unspecified, to avoid the adhesive from coming in contact with her skin. No additional event or patient information is available.